Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
On the literature article named "does using different entrance points for intramedullary nails affect clinical outcomes for femoral shaft fractures? A retrospective clinical comparative study", it was reported that, after an intramedullary nail surgery for a femur shaft fracture using a trochanteric fossa entrance, one patient underwent a revision surgery to remove a proximal screw due to irritation of the tensor fascia lata. The patient had already achieved union before the intervention.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the data presented was obtained retrospectively from a post-market clinical follow-up (pmcf) and is anonymized, therefore, further details are not available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential causes that could contribute to the reported event have been identified as post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.